Manufacturer narrative:
The lot number is unk therefore the date of MFR can not be determined. The tube was discarded and therefore unavailable for failure investigation. No conclusions can be made with out the device for analysis. Info has been added to the database for trending purposes.

Event description:
The caller stated the pt was intubated with a 9.0 endotracheal tube. When the pt came out of the ambulance. They noticed a leak in the ER and reintubated the pt with an 8.5 tube. They noticed this tube was leaking and reintubated the pt with an 8.0 endotracheal tube. The caller stated that the rt has said that there was a tear or slit in the cuff.